Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, at 49,714 joules; 5:40 minutes, forwarding firing and no tissue contact was noted. The fiber was exchanged and the procedure was completed. No injury to the patient reported.